Event description:
The reporter stated that the male luer came off the tubing.

Manufacturer narrative:
One sample was received by medex for evaluation. Examination of the returned unit showed that the female luer was missing off the tubing. The end of the tubing has a glass like appearance. This is typically associated with excess solvent, cold storage temp, or brittle tubing. Without the female luer being returned, medex is unable to determine if excess solvent was the cause. The lot history for the subassembly associated with this finished product was reviewed and was found to be acceptable. Medex was able to confirm this issue and determine possible causes. Medex believes that no add'l action is necessary at this time. Medex considers this MDR closed with this report.